Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing and pacing inhibition with no asystole. In addition, out-of-range pace impedance measurements greater than 2,000 ohms were observed. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.